Event description:
Manufacturers ref: #(B)(4).

Manufacturer narrative:
According to information provided by our field service engineer, the customer solved the issue by replacing the expiratory cassette. The ventilator is in working condition after the replacement. The root cause to the reported issue could not be established by this investigation.

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).